Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on observations made by the clinical specialist. Available information suggests potential contributing factors are patient and procedural related. Patient related was patient anatomy with congenital heart disorder and pathology of the mitral valve (mv). Mv presented with degenerative mitral regurgitation (mr), broad eccentric jet over the whole commissure, and very large prolapse and flail caused by chordae rupture over the whole p2 segment, and probably structural defects on both leaflets. Procedural related was challenging transseptal puncture (tsp) caused by a very floppy septum. Additionally, there was a lot of movement and mobility of both leaflets with a long tethered anterior mitral leaflet (aml), totally prolapsed and flailed p2 segment and a large flail gap more than 10mm required several grasping and repositioning attempts to successfully grasp both leaflets. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during procedure a single leaflet device attachment (slda) occurred. It was a young patient with a congenital heart disorder with very challenging anatomy and pathology of the mitral valve (mv). Mv presented with degenerative mitral regurgitation (mr), broad eccentric jet over the whole commissure, and very large prolapse and flail caused by chordae rupture over the whole p2 segment, and probably structural defects on both leaflets. Mr baseline grade was 4+. Patient was discussed for surgery with mv replacement as a second option in advance. It was a challenging transseptal puncture (tsp) caused by a very floppy septum, but a good tsp was achieved with height of 4cm after several attempts. There was a lot of movement and mobility of both leaflets of mv, a long tethered anterior mitral leaflet (aml), totally prolapsed and flailed p2 segment and a large flail gap more than 10mm. With the first ace device several grasping and repositioning attempts were necessary to grasp both leaflets successfully. Medical intervention with adenosin and rapid pacing were necessary to reduce the massive movement of the leaflets. Finally a good grasp of both leaflets was achieved in centro-medial position with 12-6 clocking with a mr reduction of approximately 1 grade. Decision was to release the device and go for a second device strategy for stability and covering the residual lateral part of the prolapse and jet. After a successful release the device was still attached at both leaflets, but a lot of movement was visible. Shortly after device preparation and insertion of the second device, the first device detached from the aml and much more movement was visible in the echo. The device moved up to the left atrium (la) together with the prolapsed posterior mitral leaflet (pml). Physician moved forward to stabilize the slda with the second device. Grasping of both leaflets in close position to the first device was possible, but still a lot of movement of both leaflets was visible. The physician decided together with the clinical specialist (cs) not to release the device to prevent an additional slda caused by a potential structural defect of the leaflet which could have caused probably the slda. The second device was successfully bailed out. Decision was made to go for the second already discussed approach of surgical intervention and shift the patient to surgery. The patient was stable and there was no harm or injury at anytime. There was no reported malfunction of an edwards device. The surgery of the patient was successful and patient was noted as to be doing well.